Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing resulting in pacing inhibition and asystole greater than 2 seconds. The lead was surgically abandoned. No other adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.